Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: there are some cracks at the joint of barrel and the furthermost is not straight enough on the first sheath. When they noticed this problem, the sheath had already been moistened by blood thus the doctor had to stop using it immediately. When the doctor opened another one, they had seen some cracks at the same position before they used it. The doctor hadn't used that either. The patient involved without injury. No medical intervention involved.